Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Summary: on (B)(6) 2015 the customer reported having issues with testing of troponin and d-dimer parameters when using the mini vidas analyzer, sn# (B)(4). It was stated the device was in "sections resetting state'. It was confirmed patient results were not affected, incorrect results were not provided to the treating physician, there was a delay of six hours and there was no reported impact to patient health.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported the inability to perform vidas troponin and d-dimer assays. The minividas instrument was in the "sections resetting state". Results were delayed. Biomérieux investigation was conducted at the customer site by the local field service engineer (fse). The investigation confirmed via retrospective analysis of patient records that there was no adverse impact to the health of any patient as a result of the malfunction. Following reinstallation of software, the issue was resolved, proper instrument performance was confirmed, and the system was returned to the customer for routine use. The described issue suggests the memory of the device was full and that this was the reason for the issue. Instructions for use indicate "software slowness (status 'sections resetting state') can be due to storage of too many standards in the memory; the expired standards are automatically erased only when the lot has also expired. Recommendation: avoid storage of too much calibration data in the memory by deleting unused standards. For this customer, the quantity of calibration data stored was too high; the customer stated they have not deleted any standards. The investigation concluded the minividas instrument is performing as intended.